Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-11418. Reference MFR report: 1627487-2012-11419. It was reported, the pt had been incarcerated and developed an infection at the lead incision site sometime after the implant of his scs system. It was reported, the left lead had been removed due to the infection. In addition, the pt had not charged his ipg for a long time. Follow up identified the physician undertook surgical intervention to replace the ipg. During the procedure, it was reported the physician unintentionally moved the remaining lead (device 1). The physician chose to remove the lead and also replaced the ipg.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.